Manufacturer narrative:
There is no known patient involvement. The facility did not provide the exact event date. Only the year (2015) has been provided, so (B)(6) 2015 is being selected as default. The device has not been returned to sorin group (B)(4). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5060143) stating that the sorin heater-cooler system 3t device tested positive for non-tuberculous mycobacteria during regular maintenance in 2015. The device has been removed from service and disinfected according to the current IFU. Microbial sampling is being conducted on the disinfected unit and the results are pending. The hospital has not identified any patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5060143) stating that the sorin heater-cooler system 3t device tested positive for non-tuberculous mycobacteria during regular maintenance in 2015. The device has been removed from service and disinfected according to the current IFU. Microbial sampling is being conducted on the disinfected unit and the results are pending. The hospital has not identified any patient involvement.